Manufacturer narrative:
(B)(4).

Event description:
It was reported that high impedance and threshold were observed post avn ablation. The physician suspected the lead was damaged during ablation procedures. The lead was capped and replaced without adverse events.